Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected with the naked eye and a separation between the twist clamp and main body was observed. The reported condition was verified. The cause of the condition was determined to be broken occluder legs of the main body. The damaged cracked/ broken set was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist clamp of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.